Event description:
Initial sodium result 119 mmol/l was repeated and recovered 142 mmol/l. Incorrect result was not used to provide patient treatment. Field service representative decontaminated the ise system and reconditioned the ise electrodes. A precision check test was performed, results recovered within specifications.